Event description:
Philips received a complaint by the customer on the v60 indicating that a 1127 ovp circuit failed error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer verified that the cable from the da pcba to the mc pcba was properly connected and secure and that all of the 8 pins from the solenoids were properly connected to the da pcba. A field service engineer (fse) was dispatched onsite for repair. The investigation is ongoing.

Manufacturer narrative:
The manufacture number used in this report 2031642-2023-00020 reflects the old manufacture number, this correction is to update the record to the new manufacture number.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of a part (mc pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.